Event description:
It was reported that the reservoir is empty, but the insulin is not beeping. No troubleshooting was performed, and nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.